Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Bosotn scientific recieved information that during the implant procedure high out of range pacing impedances were noted on the right atrial lead. The lead was replaced and normal measurements were obtained. The right atrial lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.